Event description:
Post op patient's manifold noted to be leaking medications. Visible crack noted in one chamber of the manifold. No detectable harm to patient. Biomed could replicate leak in other manifolds during testing.====================== manufacturer response for IV pressure monitoring manifold, namic 5 angiographic pressure monitoring manifold (per site reporter)======================will be on site today to test